Event description:
Sterile processing instructions being published with inadequate info and misleading comments. Eto without parameters and/or aeration requirements. When asked about flashing, their response was "many of our customers flash." "The sterrod is also used by many customers."